Event description:
It was reported that two balloons burst. During a treatment procedure of a chronic total occlution (cto) in the right iliac vein. The physician used an ultra ice plus imaging catheter but was not able to cross the stenosis. The imaging catheter was changed for an opticross 18 ivus device which worked without any problem. During the procedure a wallstent was implanted and two balloon catheters (charger balloon and the xxl balloon) were used but ruptured. The balloons were removed intact and nothing left behind in the patient. They used another of the same balloon to complete the case. The patient was fine.